Event description:
Additional information received reported that following the explant, the patient would be undergoing a trial procedure. The procedure had not been scheduled yet.

Event description:
Additional information received from the manufacturer's representative noted that the patient's symptoms resolved after system removal. The patient was implanted with new system on (B)(6) 2014. The patient was doing well no return of symptoms reported before (shocking sensation, pain in legs) and was receiving therapeutic effect.

Event description:
It was reported that a patient had a shocking sensation in her buttocks at the implant site that started five days prior to the report. The patient turned stimulation down to zero and it lessened the pain in her leg and she got fewer shocks, but she still had them. The patient said that it must have been implanted wrong. The device did help with the patient¿s bladder. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0g4qu, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0g4qu, implanted: (B)(6) 2014, product type: lead.

Event description:
It was reported that the patient had their device explanted on (B)(6) 2014 due to the shocking sensation when the patient changed positions. The shocking feeling stopped when the stimulation was turned off. Impedance testing was done and a reprogramming was performed prior to the explant. The patient also had pain at the device pocket. The patient status was listed as alive with no injury.